Manufacturer narrative:
The device was returned and subjected to a number of tests at mmdg. Mmdg was not able to duplicate the error or confirm the complaint. This MDR is being submitted because the reported overrun event involved a pediatric patient.

Event description:
The initial reporter stated that the pump alarmed no food, but then continued to pump air. The initial reporter did not provide any additional information. [(B)(4)]